Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys total psa immunoassay (tpsa) result for one patient sample on a cobas 6000 e601 module.  The initial result was reported outside the laboratory. The physician questioned the initial result and requested a new collection. The repeat results were sent as corrected reports.  On (B)(6) 2017, the patient's initial tpsa result was 11.74 ng/ml. The result was released from the laboratory because the patient had a previously high tpsa result of 14.07 ng/ml in 2015. A new sample was collected, and two results were obtained on this second sample. On (B)(6) 2017, the second result was 3.59 ng/ml. On (B)(6) 2017, the third result was 3.50 ng/ml. No adverse event was reported for the patient.  The tpsa reagent lot number is 170630 with an expiration date of 12/31/2017. The affiliate provided alarm trace information regarding the initial sample reading. There are two alarms regarding the sample: "abnormal sample probe movement" (before testing the tube), and "sample short". Calibration, qc, and performance testing were performed on the day of the event and found to be satisfactory.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but not provided. Calibration data from the date of the event were not provided. Qc was performed on the day of the event and were acceptable; therefore, general reagent, sample, and system issues can be excluded. A repeat result was not obtained for the initial sample; therefore, it is not possible to determine a root cause for the high result. No issues with pre-analytics or hardware were identified. The previously described alarms were not directly linked to the result on (B)(6) 2017. The customer was advised to perform an assay performance check if the issue remains or reoccurs. Possible root causes for this issue may be sample contamination or mix-up; dirt on the gripper or sample probe; restricted sipper path, tubing, and fittings (including the preheat pipe); and/or insufficient emi (electromagnetic interference) compliance by the laboratory. In addition, the high result may be a true result. Tpsa may increase due to acute liver disease, manipulation of the prostate, and/or acute urinary retention. The patient had a history of problems urinating; acute urinary retention may have led to the high tpsa result.